Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture on the left side. Device status is unknown.

Manufacturer narrative:
Visual analysis of the photos identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. It is not possible to determine, the lot number or catalog through the photos provided. Additional observations: red particles on the surface of the shell.

Event description:
Device has been explanted.

Event description:
Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, e.1.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported MRI results 'evidence of minimal signs of degradation, reported by the presence of small internal septa. On the left, detachment of the inner capsule with linguini signs as a contained intracapsular rupture. Modest periprosthetic back fluid film.'.